Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under shock delivery of 35 joule the impedance on the high voltage circuit of the right ventricular (rv) lead was low. Daily measurements and 10 joule testing showed acceptable values. Shock therapy was not delivered during ventricular tachycardia/ventricular fibrillation due to short circuit protection (scp). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.